Event description:
It was reported that the procedure was to treat a mildly tortuous mid left anterior descending artery. Pre-dilatation was performed with a 2.5 x 12 mm trek balloon catheter. A 2.75 x 48 mm xience xpedition stent was deployed at 12 atmospheres when a proximal edge dissection occurred. A 3.0 x 18mm xience xpedition stent was successfully used to treat the dissection. Post-dilatation was performed with an nc non-abbott balloon catheter. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction. The stent remains in the patient anatomy and the delivery system was not returned. The lot history record was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.